Manufacturer narrative:
The user reported discrepancies between bgm and cgm readings. Case was escalated where review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment.customer care tried to reach out to follow troubleshooting steps provided by support, but after multiple attempts through different channels the user was unresponsive.per review of dms user is currently using the system showing glucose readings up to date. B4.date of this report 20 jan 2026. G3.date received by the manufacturer? 20 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.